Event description:
During evaluation of the returned device, the probe is found to have a black line in the middle of the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation at bd service facility: the right button is not functioning on the probe due to an internal failure of the probe. The probe has a black line in the middle of the image due to an internal failure of the probe.

Event description:
During evaluation of the returned device, the probe is found to have a black line in the middle of the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.